Event description:
This is filed to report the thrombus requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. After 11,000u heparin was administered the transseptal puncture was done and the steerable guide catheter (sgc) was advanced into the patient¿s right atrium (ra). Prior to crossing the septum, thrombotic material was seen at the tip of the dilator. The dilator was pulled back into the sgc and the sgc was aspirated and removed from the patient. The dilator and sgc were flushed, however some thrombotic material remained inside the hemostatic valve of the sgc. The physician decided to exchange the device for a new sgc. Meanwhile the patients activated clotting time (act) was 97s. There was a suspected leak at the peripheral cannula. An additional 11,000u of heparin was given and once the patient¿s act was at 285s the procedure continued with the new sgc. One mitraclip was successfully implanted reducing the final mr to a grade of <1. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore, is not considered clinically significant. The physician does not believe the procedure or sgc device caused or contributed to the thrombus. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information cause of the reported thrombosis appears to be due to procedural conditions. The reported patient effect of thrombosis is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.